Event description:
On 7/17/96, underwent spinal stimulator exchange. Pt has long history of back pain and lower extremity pain. Have had difficulty getting her programming to be satisfactory. The lead appears to be in perfect position in both x-ray projections and surgeon unable to explain why she perceives only abdominal stimulation and no leg stimulation. Only option left was to do surgery to surgically test leads. When leads tested surgically, pt received only abdominal stimulation lead was removed.